Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and the insulin gauge remained static at 105 units. There was no impact to the customer's blood glucose level. Although requested, the customer declined to load a new cartridge and perform troubleshooting with tandem technical support.